Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and uterine perforation ('perforation: uterus/migration / migration of essure device location of device: uterus') in a 48-year-old female patient who had essure (batch no. A34130) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included weight gain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced back pain ("lower back pain") and pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location uterus"), female sexual dysfunction ("apareunia") and hypothyroidism ("autoimmune disorder type of disorder: thyroid deficiency"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral),oophorectomy(unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, device expulsion, fatigue, hypothyroidism and weight increased outcome was unknown and the dysmenorrhoea, female sexual dysfunction, dyspareunia, back pain and pelvic pain had resolved. The reporter considered back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypothyroidism, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2013, received treatment for- device breakage, perforation uterus/migration, discrepancy noted in the plaintiff did not undergo this test. (As reported in amended pfs) amended pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Imaging procedure - in 2013: essure confirmation test results not provided. Lot number: a34130, manufacturing date: 2012/08, expiration date: 2015/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received: new events were added: pelvic pain. Reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and uterine perforation ('perforation: uterus/migration / migration of essure device location of device: uterus') in a 48-year-old female patient who had essure (batch no. A34130) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included weight gain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced back pain ("lower back pain") and pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location uterus"), female sexual dysfunction ("apareunia") and hypothyroidism ("autoimmune disorder type of disorder: thyroid deficiency"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral),oophorectomy(unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, device expulsion, fatigue, hypothyroidism and weight increased outcome was unknown and the dysmenorrhoea, female sexual dysfunction, dyspareunia, back pain and pelvic pain had resolved. The reporter considered back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypothyroidism, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2013, received treatment for- device breakage, perforation uterus/migration, discrepancy noted in the plaintiff did not undergo this test. (As reported in amended pfs) amended pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Imaging procedure - in 2013: essure confirmation test results not provided. Lot number: a34130, manufacturing date: 2012/08, expiration date: 2015/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and uterine perforation ('perforation: uterus/migration / migration of essure device location of device: uterus') in a 48-year-old female patient who had essure (batch no. A34130) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included weight gain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced back pain ("lower back pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hypothyroidism ("autoimmune disorder type of disorder: thyroid deficiency") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral),oophorectomy(unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fatigue, hypothyroidism and weight increased outcome was unknown and the dysmenorrhoea, female sexual dysfunction, dyspareunia and back pain had resolved. The reporter considered back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypothyroidism, uterine perforation and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2013, received treatment for- device breakage, perforation uterus/migration, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Imaging procedure - in 2013: essure confirmation test results not provided. Lot number: a34130 manufacturing date: 2012/08 expiration date: 2015/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and uterine perforation ('perforation: uterus/migration / migration of essure device location of device: uterus') in a (B)(6) female patient who had essure (batch no. A34130) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included weight gain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced back pain ("lower back pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hypothyroidism ("autoimmune disorder type of disorder: thyroid deficiency") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral),oophorectomy(unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fatigue, hypothyroidism and weight increased outcome was unknown and the dysmenorrhoea, female sexual dysfunction, dyspareunia and back pain had resolved. The reporter considered back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypothyroidism, uterine perforation and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2013, received treatment for- device breakage, perforation uterus/migration, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Imaging procedure - in 2013: essure confirmation test results not provided. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: case become incident, previously reported event injury to herself was deleted, newly added events- dysmenorrhea, (cramping),apareunia, dyspareunia (painful sexual intercourse), device breakage, perforation uterus/ migration, fatigue, product indication were updated, reporter was added, consumer address were updated and birth date was added, lab data were updated. On 18-sep-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history, historical drug and lot number added. Events autoimmune disorder type of disorder: thyroid deficiency, weight gain and lower back pain added. Follow up 2 & 3 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.